Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, which resolved the issue, and was advised to continue using the pump and contact support if the malfunction code re-appeared.